Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels of up to the 600s (mg/dl) and trace ketones since october 2015. Reportedly, contact stated that the customer was still in the "honeymoon" phase after being diagnosed with diabetes and has not yet gained control of their diabetes. Contact also reported that the customer has experienced unspecified illnesses during this time frame. Customer administered correction boluses with the pump, and their health care provider (hcp) adjusted the pump settings to treat bg levels; however, the customer's bg levels remained elevated. Customer will discontinue use of the pump for a few months per their hcp's recommendation.